Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Reports that over the past 2 weeks he has noticed a small amount of blood in his pouch. He reports that he feels the pouch pushes on the stoma causing it to become shorter and wider. It then seems to rub on the cut edge of the skin barrier which seems sharp. He denies seeing any cut or red spot on the stoma but feels he is seeing blood from stoma scratch in the pouch. Reports he uses no other products on the skin and washes with only water. Washed with water and cut skin barrier larger. He has recently come to (B)(6) and has been out playing golf. Discussed increased activity may be a factor. Discussed the difference between stomahesive and durahesive skin barriers and that durahesive may work better for him because the edge turtlenecks and becomes softer. Also suggested a moldable skin barrier may be preferable when active; sending samples. Advised that if he continues to notice any blood in pouch he needs to consult with his urologist since it is possible this is not appliance related.